Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to poor visibility include, but are not limited to patient anatomical morphology, patient disease state, or device placement or use technique. As the device was not returned for analysis, the cause of the reported poor visibility could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a mid left anterior descending artery that is 99% stenosed. The 3.0x23mm xience skypoint was deployed successfully; however, under fluoroscopy the stent was not visible. Intravascular ultrasound (ivus) verified that the stent looked good. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.